Manufacturer narrative:
Based on the avilable information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Patient has decided she finds the hearing that she gets from the sentio was really not that helpful for her. She still struggles in background noise. She finds that the implant tends to interfere with her glasses and since it is causing more of a nuisance with her glasses and really notices no substantial benefit from it she would like it removed. Will schedule surgery at her earliest convenience.